Manufacturer narrative:
E1 - (B)(6). E1- address: (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had e315 (incompatible scope). The issue occurred during reprocessing. There was no patient involvement.